Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered due to multiple short v-v intervals and high rate non-sustained episodes, and it was noted that the patient received a possibly inappropriate shock due to potential electromagnetic interference or oversensing of noise. The lead remains in use. No further patient complications have been reported as a result of this event.